Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode felt pain at the implant site. Subsequently, the electrode was explanted. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this electrode felt pain at the implant site. Subsequently, the electrode was explanted. Besides intervention, there were no other adverse patient effects reported. The electrode has since been returned, and analysis is underway. An updated report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.